Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than four years have passed since the subject device was manufactured. No image on the evis 180 series could have been attributed to other devices than the subject device, as the subject device does not have the image processing function with evis 180 series videoscopes. The error b30 and no image with evis 190 series could have been attributed to communication error due to the electrical contacts failure of the connector and/or the video signal processing failure of the electrical board.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image was not displayed and the scope communication error b30 was displayed during an unspecified procedure using the subject device and evis 190/180 series videoscope. There was no patient injury associated with this report.